Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 51 mm diameter x 45 mm length abdominal aortic aneurysm and the delivery system was discarded by the user facility. At the time of implant, the aortic neck was 30 mm in length, 21, 23, 25 mm in diameter from proximal to distal. The bifurcated stent graft was originally implanted from the right side. There was a bare metal stent on the left side implanted on an unknown date for unknown reason. It was reported that during a recent follow-up a proximal type I endoleak and a distal type I endoleak from the left side were seen. The aneurysm has grown to 57 - 58.7 mm in diameter. Currently the aortic neck was reported as short (exact length is unknown) and it is 26.5 mm in diameter proximally, then it went to 29.7 mm. The stent graft is 6.5 mm from the renal arteries and it is unknown if this was where it was implanted originally. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine. Films were received and their evaluation was completed. The review of returned films post implant show that the stent graft is approximately 5mm below the lowest left renal; the aortic neck diameter is 26 x 28mm at this location. The aaa measured 5.5 x 6cm. There is no obvious proximal type I endoleak seen. The ipsilateral was placed on the left side, and there was a stent seen within the left external iliac; beginning about 2cm distal to the end of the contra limb. Both limbs extend approximately 2cm into the iliac, and there is a likely distal type I endoleak on the left (contralateral) limb.

Manufacturer narrative:
Review of 3d film report and CT¿s from 5 years post-implant confirmed that there is a proximal type I endoleak. The talent bifurcated stent graft is currently approximately 5mm below the left renal, and there is a minimal or non-existent proximal neck length. The proximal neck diameter at the level of the left renal measures 26.5mm and there is a bulge on the right side of the proximal neck just below the left renal. The proximal stent graft od measures 28mm, and the aortic diameter just below this level is 35 ¿ 40mm. The neck contains areas of calcification and is essentially straight. The max diameter aaa is 8.5cm. No contrast was seen within the distal sac, and both limbs were patent. The likely cause of the proximal type I endoleak appears to be from a lack of a proximal seal due to disease progression; neck dilatation.

Manufacturer narrative:
Methods: (films). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; proximal neck and iliac dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; proximal neck and iliac dilatation).